Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for the change sensor/bad sensor issue. The sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values, and the transmitter was in warranty, but it was not working. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was partially performed, and the customer reported that the insulin delivery was not suspended. The blood glucose value was 112 mg/dl, and the sensor glucose value was 217 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue use of the transmitter. Mmt-7841zn was requested, and the customer response was that the device would be returned.